Event description:
It was reported that during the implant attempt, the lead failed to defibrillate during defibrillation threshold testing (dft). The lead was removed and it was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 369818 biotronik competitor lead, implanted (B)(6) 2014; 350974 biotronik competitor lead, implanted (B)(6) 2014. (B)(4).